Manufacturer narrative:
This is the only sample and assay in question. A system check performed on (B)(4) 2007 met specifications. The sample was sent to customer product line support (cpls) for interference testing. Cpls concluded that customer's results are falsely elevated because of evident interfering substances in patient blood. There is no information that service was dispatched for this event. Note: this reportable event was identified during a retrospective review of complaints for additional reportable events/occurrences.

Event description:
A customer contacted beckman coulter inc., (bci) regarding an unbelievable elevated troponin (accutni) result, above the ami cut-off, generated by the access 2 immunoassay system for one patient. The result was reported out of the lab. Physician questioned the result as it did not fit the clinical presentation of this patient. ECG was performed to the patient with normal findings. The customer did not receive any report of patient injury connected to this event.